Manufacturer narrative:
Mw5098186

Event description:
Information was received indicating that while in use, the patient's mother reported that the smiths medical cadd ms3 pump was beeping for ?no delivery, blockage in tubing checking tubing or site for blockage". It was reported that the user was advised to check for kinks or clamps on the tubing, patient's mom checked and there were none. It was also reported that she was advised to change the tubing but, the pump would not let her, and the pump displayed the same blockage alert. Subsequently, a back up pump was used to continue the life sustaining infusion. No patient consequences were reported. No adverse effects were reported.